Manufacturer narrative:
H3: product analysis as found condition: the solitaire ab 6-30 pusher wire and rebar 27 catheter were returned for analysis inside an open solitaire ab inner pouch, inside a sealed biohazard bag, and inside a shipping box. The solitaire ab 6-30 stent was not returned. Damaged location details: the solitaire ab 6-30 pusher wire was observed to be broken at the detachment zone. The marker coil was in good condition. The rebar 27 catheter tip and marker were examined, and no damage was noted. The catheter body was flattened at ~19.0cm from the distal tip and kinked at ~47.0cm from the proximal end of the catheter hub. No voids or flashes were found in the catheter hub. No other anomalies were found. Testing/analysis: the rebar 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub without issues; however, resistance was observed at damaged locations. ¿ conclusion: based on the reported information and device analysis, the customer¿s ¿resistance¿ report was confirmed, as the returned rebar 27 catheter was damaged (flattened and kinked). The damage likely occurred when the customer attempted to advance/retrieve the solitaire ab 6-30 stent device through the rebar 27 catheter against resistance. However, the cause of the resistance could not be determined. Possible causes of resistance include incompatible devices, vessel tortuosity, a flush rate too low, catheter or device damage, and a lack of continuous saline/heparinized saline flush during the procedure. In this case, the rebar 27 catheter was compatible with the solitaire ab 6-30 stent device, as it has a labeled inner diameter (ID) of 0.027 inches, ruling out device incompatibility as a cause. Therefore, vessel tortuosity, a flush rate too low, catheter or device damage, and a lack of continuous saline/heparinized saline flush during the procedure could have contributed to the resistance failure. However, the cause of the event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID sab-6-30 (lot: d011802). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thrombectomy procedure, a fracture occurred at the connection of the solitaire ab 6-30 stent, making it impossible to advance. Significant resistance and friction were encountered during retrieval of the stent. After retracting the device into the rebar 27 microcatheter and removing it, a stent separation (fracture) was discovered. The stent was removed from the patient, and no surgical or medicinal intervention was required. The pushwire was not torqued during the procedure. Two passes were made using the stent. The microcatheter tip covered the stent proximal marker during retrieval. It was stated that the event was not associated with the patient. The devices were prepared according to the instructions for use (IFU).